Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the lens flipped and went into the left eye (os) upside down. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted. The patient is doing very well and is 20/15 uncorrected.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).